Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: total delamination of the valve, crease fold and wear abrasion. Leak test and microscopic analysis was performed which identified: total delamination of the valve and broken on the valve. Based on the device analysis the final assessment is: total delamination of the valve (adhesive failure). Broken valve seat diaphragm valve.

Event description:
Patient reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side deflation. Device has been explanted.